Event description:
The implant was failed due to pt bone condition. The implant was placed at #36. Traditional 2 stage. Good oral hygiene. Initial implant failure.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.